Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient's pocket site wasn't healing properly. There was a 2cm open wound where the sutures were. The physician decided to explant the precision system and administered IV antibiotics. The physician did not believe the infection was device related.